Event description:
During a follow-up conversation with the home pt's nurse regarding an alarm situation, the nurse stated the pt was currently being treated for peritonitis. Reportedly, in 2004 the home pt presented to the clinic due to the pt accidentally disconnecting their transfer set from the titanium adapter while sleeping. Effluent cultures were taken at that time and the pt was diagnosed with peritonitis. The home pt was treated with cefazolin 1g, intraperitoneally (ip), once daily for 21 days and fortaz 1g, ip, once daily for 21 days. Based on a follow-up cell count, the home pt's nurse concluded that the pt has fully recovered from the infection.